Event description:
It was reported that a patient underwent an umbilical hernia repair on an unknown date and suture was used. During the procedure, the suture split when knotting. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photos upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: 1. Initial reporter mention "happened 2 times earlier" please clarify, how many devices demonstrated the alleged deficiency on each involved patient event? One prolene per patient. 2. If there are multiple patient events, ask: provide the specific number of patient events: (B)(4) in total. Did the event occur during one or multiple patient procedures? (B)(4) in total. What is the total number of procedures? (B)(4) in total. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. They had not reported the earlier events and had not saved the thread. After it happened for the third time they decided to report and save the thread.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former and one used needle-suture piece were received for analysis. Product code 8411h. Additionally, a photo was provided, and with the same condition as the received sample. During the initial inspection of the sample, no breakage suture was observed. But damaged (fraying, split, and curly) and the extreme was noted to be cut possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One open box with eight representative unopened samples was received for analysis. Product code 8411h. Additionally, a photo was provided, and it showed one box. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.